Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported air bubbles were observed in the valve of a em2400 valve set. This occurred during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between december 05, 2022 and december 06, 2022. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and the valve set was analyzed at various points throughout priming. An inlet port leak or an air bubble was not observed during functional testing. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.